Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -15.0/1.5/111 (sphere/cylinder/axis) implantable collamer lens into the patient's let eye (os) on (B)(6)2023. The patient experienced excessive vaulting. On (B)(6) 2023 the lens was explanted and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm) claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue/debris on the product. Visual inspection found the lens haptic broken. Dimensional inspection found the lens within specifications. Claim#: (B)(4).